Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/14/2020 h.6. Investigation: one used cannula hub and one unit package was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. The leakage was due to injection valve move within the cannula hub. CAPA#1379444 has been initiated to address this issue. See h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: after insertion of the catheter, injection of anaesthetic products. Leakage of blood and products from the injection site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: after insertion of the catheter, injection of anaesthetic products. Leakage of blood and products from the injection site.